Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, error 210 (map: eco adaptor init bit failed) was displayed on the carto 3 system. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech webster (j&j medtech) for evaluation. Visual inspection and magnetic sensor functionality test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly, however, error 106 was displayed on the screen due to an open circuit at the tip area. A manufacturing record evaluation was performed for the finished device number lot 31395729l and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the carto recognition issue reported by the customer; the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The potential cause of the open circuit could not be conclusively determined. The instructions for use (IFU) contain the following information: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being performed to investigate the force issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).